Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the facility reported while using npcap mode on a patient the ventilator alarmed with technical event te233004 (autozero error qaw/paw). They reported this occurred numerous times: august 28, 2024 and november 8th, 2024. The ventilator was removed from use and replaced with another ventilator. No health consequences or impact.